Event description:
Per the clinic, the patient experienced pain at implant site due to MRI (1.5 tesla). The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.